Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that there was a pca tampering issue using keys purchased by patients on (B)(6). The patient reportedly infused a bolus hydromorphone. There was no reported patient impact. Although requested further information was not provided.